Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set leaking from site on (B)(6) 2024. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.